Manufacturer narrative:
Reported event of stent kink. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary was used during a procedure performed on (B)(6) 2015. According to the complainant, during preparation, when the physician attempted to load the stent into the delivery system, the side hole of the pigtail kinked. The procedure was completed with another advanix¿ biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿

Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found that the stent was kinked at the 3rd drainage hole from the proximal end. No other anomalies were identified. The investigation concluded that the failure could have generated while loading the stent during preparation; therefore the most probable root cause is ¿handling damage'. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix biliary was used during a procedure performed on (B)(6) 2015. According to the complainant, during preparation, when the physician attempted to load the stent into the delivery system, the side hole of the pigtail kinked. The procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."